Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 16-dec-2025. Investigation summary bd received 20 samples for investigation. The 20 customer samples were subjected to functional testing to assess functionality of the device. All samples passed testing exhibiting no signs of damage to the device, inability to attach, or separation during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: does not attach/detach. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® ultratouch¿ push button blood collection set, the luer separated from the adaptor causing user exposure to blood. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.4. Medical device lot #:unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® ultratouch¿ push button blood collection set, the luer separated from the adaptor causing user exposure to blood. No adverse impact was reported regarding the patient or user.